Manufacturer narrative:
The down arrow button on the insulin pump did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. No moisture damage on electronics. Device had cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was performed. The device was returned for analysis.